Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed.

Event description:
The caller stated that the customers tracheostomy tube failed. She stated that cuff did not stay inflated. She did not know when the trach was placed or how often the pt changes out the trach or if the pt pre-tested the trach. She stated that the pt was recannulated and there was no pt harm.